Event description:
The customer reports: guidewire separated from device and was left in patient. It was reported that therapy treatment was delayed.

Manufacturer narrative:
(B)(4). The customer returned one ra catheter assembly for analysis. Signs-of-use in the form of biological material was observed inside the needle hub. Visual analysis of the sample revealed that the guide wire had been fully deployed through the tubing and the introducer needle. The catheter had also been partially advanced off the needle cannula and was stuck over the guide wire. The catheter was carefully removed. Microscopic examination of the guide wire revealed multiple offset coils and one kink. Despite this, the distal weld appeared spherical and intact. Microscopic examination of the catheter body also revealed two holes; however, it is assumed the event that caused the kinks in the guide wire also caused the damage to the catheter. The guide wire length according to measurement c in the swg with handle graphic measured 4 9/16", which is within the specification limits of 4 7/16"-4 11/16". The guide wire diameter measured .39mm, which is within the specification limits of .381mm-.404mm per the guide wire graphic. The catheter length according to measurement b of the catheter over needle graphic measured 2.44", which is within the specification limits of 2.43"-2.445". The catheter inner diameter measured .027", which is within the specification limits of .027"-.029" per the catheter extrusion graphic. The guide wire was carefully retracted back through the introducer needle. The guide was successfully able to retract approximately 1cm before encountering major resistance. This resistance was likely due to the offset coils on the guide wire. A manual tug test confirmed that the distal weld was secure and intact to the assembly. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "if resistance is encountered while advancing spring-wire guide do not force feed". The IFU also cautions "do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage". Finally, the IFU warns, "do not reinsert needle into catheter to minimize risk of catheter damage". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire contained multiple locations of offset coils and a kink. The catheter also was damaged; however, it is assumed the event that caused the kinks in the guide wire also caused the damage to the catheter. The guide wire and the catheter met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer description and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). The product complaint information indicates that the guidewire was removed from the patient. Additional information requested of the user facility. No additional information received at the time of this report.

Event description:
The customer reports: guidewire separated from device and was left in patient. It was reported that therapy treatment was delayed.